Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The suspect device was not returned; therefore, a failure analysis is not available, and the cause of the reported tip detachment is undetermined. The april 2008 15-month hydra jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-00453 for a description of the first event. A second hydra jagwire guidewire was used to continue the procedure. However, the hydrophilic tip fell off inside the duodenum and was retrieved with a rotatable snare (manufacturer unknown). A third hydra jagwire guidewire was used to successfully complete the procedure. No patient complications were reported as a result of these events.